Event description:
Customer reported a moxifloxacin infusion with 450mg mexifloxin in 250ml of solution took 5 hours to administer when it should have infused in 60 minutes. There were no adverse patient effects. Although requested, no additional information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.